Event description:
It was reported that during patient follow up rv lead noise and externalized conductors were observed via x-ray imaging. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient during and post procedure.